Manufacturer narrative:
The MFR's service rep instructed the customer to reboot the system. The system rebooted with no error messages displayed. The system operates as intended.

Event description:
The customer reported an error message was displayed on the 2800 system. No pt injury was reported.